Manufacturer narrative:
Testing and investigation found evidence of smoke with burn marks and signs of melting around the ac receptacle. This was due to a short circuit caused by fluid spillage around the ac receptacle. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that prior to patient use, there was electrical sparking noted at the ac receptacle of the device while operating on ac power. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.